Manufacturer narrative:
Concomitant products: d314trg ICD, implanted: (B)(6) 2013; 5076-52 lead, implanted: (B)(6) 2010.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular (lv) lead exhibited increased capture threshold and possible loss of capture. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.